Event description:
It was reported that when using the bd pyxis¿ medstation¿ es battery had failed and was shutting down. The customer unplugged and waited for a few minutes and then turned the device on but no air flow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.2 drawer board and retractor were faulty. A field service engineer found that drawer failure caused system to shut down, then replaced drawer board and retractor the issue was resolved. The system functioned as intended after the field service engineer repaired the device.